Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a remote transmission indicating an asystole while the patient was experiencing minor dizziness. Technical support was contacted and advised that it this was most likely a false asystole due to a loss of sensing by the device. No intervention was performed and the patient was stable with no consequences.